Event description:
Synovitis. Right knee effusion [joint effusion]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a female pt initials unk with grade 04 osteoarthritis. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for four courses of treatment with synvisc (hylan g-f 20), ((B)(6) at the time of first course) synovitis and right knee effusion. On an unspecified date, the pt initiated treatment with intra-articular synvisc injection in the right knee (fifth course), dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2003, the pt received second injection (of fifth course) of synvisc. On (B)(6) 2003, the pt experienced synovitis of right knee. On an unspecified date in 2003, the pt experienced right knee effusion and underwent arthrocentesis (22 cc of slight turbid yellow fluid was aspirated). The pt received treatment with xylocaine (lidocaine) and betamethasone for synovitis and right knee effusion. On (B)(6) 2003 (after 24 hours), the pt recovered from the event of synovitis. On (B)(6) 2003, the pt received third synvisc injection (of fifth course). The same day, the pt again experienced synovitis. On (B)(6) 2003, on unspecified date in 2003, arthrocentesis was done again (14 cc of minimal turbid fluid was aspirated) and the pt received treatment betamethasone for synovitis. On (B)(6) 2003, the pt still experienced synovitis. On unspecified date in 2003, the pt received treatment with xylocaine and betamethasone for synovitis and right knee effusion. Later, the pt again underwent arthrocentesis of right knee (35 cc of turbid yellow fluid was aspirated). On (B)(6) 2004, the pt underwent total knee replacement of right knee. At the time of this report, the pt had not yet recovered from the event of synovitis. The outcome for the events of right knee effusion and total knee replacement was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was moderate and for the event of right knee effusion was severe. The intensity for the event of total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and with the event of total knee replacement was unrelated. The causal relationship between synvisc and the event of right knee effusion was not provided. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not affected by this report.